Manufacturer narrative:
The event date is approximate. The device serial numbers or manufacturing numbers were not provided. Manufacture date not provided or identifiable.

Event description:
A consumer alleged that their philips one power toothbrush device was fired and melting. No property damage and no injury were reported.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.